Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the logs from this device were reviewed for the event date of (B)(6) 2026. However, advisories that were seen in the log from (B)(6) 2026 appeared to be the event. The device registers that CPR stat padz or CPR-d padz are attached but a few seconds later users receive a pads off message and signal is lost. The device not recognizing electrode pads suggests a viable patient impedance is not detected. The customer's device and accessories (pads, multifunction cable (mfc), roc adapter) underwent testing and could not duplicate the complaint. Based on the log review and testing, there is no fault found with the device. The reported condition will be closed as a failure due to poor coupling. No emerging trend based on similar reports.